Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 05-oct-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 05-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was less than 50% pain relief. She reports substantial benefit from her scs in her low back, but no result in her legs. This result is consistent with the results of the trial. X-ray was obtained and demonstrated a slight difference in the position of the leads versus that demonstrated by xr at the time of implant. The patient was informed and a reprogramming was suggested. No actions taken or scheduled. Patient was invited to call back. Issue not resolved at this time.